Manufacturer narrative:
It was reported that during a trans-thoracic procedure (direct stick to the aorta), the st. Jude/abbott .035/150 3mm j wire (ref# (B)(4)) got caught in the 18 gauge x 2.75 inches introducer needle, a component from the cath lab pack. Reportedly, after the guidewire was noted stuck in the needle, the physician successfully pulled the needle and guidewire out of the patient. There was no serious injury or follow-up care reported related to the event. The patient did not require additional sedation as a result of this incident. There was no impact to the patient, the procedure, or a staff member. The patient is reportedly doing well at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was not available to be returned for evaluation. A third party notification has been completed with the manufacturer of the introducer needle involved with this event. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during a trans-thoracic procedure (direct stick to the aorta), the guidewire got caught in the introducer needle, a component from the cath lab pack.